Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received an inaccurate fill estimates, blood glucose level was not impacted, customer stated that cartridge was filled with cold insulin. The customer was successful in loading a new cartridge on the pump and receiving an accurate fill estimate